Event description:
Boston scientific crm received information that this cardioverter resynchronization therapy defibrillator (crt-d) reached middle of life 2 (mol2) with a battery voltage of 2.60 volts only 27 months after implant. This device is a part of the shortened replacement window advisory, originally communicated on (B)(6), 2007. No adverse patient effects were reported.

Event description:
The crt-d was returned.

Manufacturer narrative:
A technical services representative discussed intensifying the patient follow ups to monthly until the elective replacement indicator (eri) is displayed. Once eri is reached, the device should be replaced within 30 days. At this time, the crt-d remains implanted and in service. No additional information is available. If any new information does become available or when the device is returned and analyzed, this report will be updated. At a later date, this crt-d was explanted and returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.